Event description:
It was reported that patient presented in the ER. Autocapture was not programmed. The lead was capped and replaced due to capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.